Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with nausea and vomiting. The reported blood glucose reading at the time of the call was 378 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the leadscrew test. During the high pressure test, the nurse noticed that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-80749 for the leak on the reservoir.